Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021 and (B)(6) 2022, an (B)(6)-year-old male child patient's infusion set's tubing detached/ broken at the site connector. For the first event, the infusion set had been used for one hour. However, for the second event, the infusion set had been used for two days. Further, the patient replaced infusion set and insulin was resumed successfully. No further information available.